Event description:
This liner was implanted in 2002, subsequently, removed on the following month, during hip revision due to instability caused by femoral calcar fracture. Surgeon observed irregular surface on the inside of the liner.